Manufacturer narrative:
Please note the correction to d4 lot #. The reported event could be confirmed, since the device was returned and matches the alleged failure. The received drill was inspected visually and with the help of a microscope, where we can see that the breakage surface is showing typical characteristics of the ductile overload fracture where we can see permanent distortion of material and a visible shear lip is available. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that "use the 4.2 x 340mm drill bit to hole to prepare for insertion of the locking screw 5mm locking screw. The drill bit broke, a second one was used and again broke, the pieces were pieces were recovered".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that "use the 4.2 x 340mm drill bit to hole to prepare for insertion of the locking screw 5mm locking screw. The drill bit broke, a second one was used and again broke, the pieces were pieces were recovered"